Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with approximately 220 units of insulin. As the events had occurred in the past, tandem technical support was unable to perform troubleshooting. There was no impact to the customer's blood glucose level.